Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology at the time of implant is unknown. It was reported that the physician requested a talent aortic cuff on the following day. It was reported that the device had a type one endoleak. The talent aortic cuff was implanted 5 days later and the endoleak resolved. No additional sequelae were reported and the pt is reported to be fine.